Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/20/2023, it was reported by an arthrex employee via email that an ar-3602-2 fibertak suture anchor inserter tip broke off in the patient's bone. It was confirmed through radiography that the broken tip was in the patient along with the anchor; fragments were not retrieved. This was discovered during an a/s bankart repair procedure on (B)(6) 2022. The case was completed successfully without further issues.